Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Implanted: explanted: product type recharger was returned and the analysis shows that failed-rms voltage at the h field probe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient was having trouble charging their implanted neurostimulator and the recharger cord was getting warm. Representative said they were made aware of the issue last week. When asked for event date, representative said patient didn't have a good date ( dates were hard for them to remember), but the issue started probably a couple weeks ago, definitely within the year of 2025. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was representative reported patient was having trouble charging their implanted neurostimulator and the recharger cord was getting warm. Representative said they were made aware of the issue last week. When asked for event date, representative said patient didn't have a good date ( dates were hard for them to remember), but the issue started probably a couple weeks ago, definitely within the year of 2025. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.